Event description:
It was reported that the medium-large clip applier instrument was broken. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Isi followed up with the initial reporter. The customer confirmed no further details related to the reported event are known or available. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.